Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). Ablation was performed with 1.5 and 1.75 rotablator¿ rotational atherectomy system. Dilation was then performed with a 2.5mm non-bsc balloon catheter but the indentation of the lesion still remained. The guide wire was exchanged to parallel wire and additional dilation was performed with a 2.5x12 nc quantum apex balloon catheter. Following predilation, a 2.5x32mm synergy stent was then deployed. Subsequently, a 12mm x 2.50mm nc quantum apex¿ balloon catheter advanced for post dilation. The balloon was inflated twice: at 12 atmospheres then at 14 atmospheres. However, upon the third inflation, the balloon ruptured at 16 atmospheres. The balloon was completely removed from the patient's body. Post dilation was then performed in the proximal side of the implanted stent with a 3.0x12mm nc quantum apex¿ balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.